Event description:
It was reported that this implantable pacemaker device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Technical services (ts) suggests device replacement as soon as possible. This device remains in service. No adverse patient effects were reported. Additional information indicates that this device was explanted. A new implantable pacemaker with a different model was implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable pacemaker device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Technical services (ts) suggests device replacement as soon as possible. This device remains in service. No adverse patient effects were reported. Additional information indicates that this device was explanted. A new implantable pacemaker with a different model was implanted successfully. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Technical services (ts) suggests device replacement as soon as possible. This device remains in service. No adverse patient effects were reported.